Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that the device was removed on (b(B)(6) 2020. No further complications were repo rted/anticipated at this time.

Manufacturer narrative:
Concomitant medical products: product ID : 977a260, serial# :(B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-may-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that since implant, the patient has never had pain relief and they have had multiple adjustments that have not helped. A rep reprogrammed the device a few weeks ago and they programmed a 1-2-3-4. The patient had stim on for 12 hours, but they had to turn stim off because it was creating more pain in their hips and lower back. Once stim was turned off, the pain went away. An x-ray was done and it was found that one lead may have moved a very little bit, but not enough to create the pain. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that it appears there was slight lead migration of the inferior lead, less than one contact worth of migration. Patient 's weight was unknown. The patient has been reprogrammed several times since implant, with no resolve. When using intellis 1.3, they were able to cover all of her areas of pain with paresthesia. However, after each reprogramming session, the patient claims that using her stimulator causes her more pain. The issue was not resolved. Rep scheduled an appointment with the patient at the managing physician's office on (B)(6).